Manufacturer narrative:
E1. Initial reporter phone #:(B)(6) g5. Multiple 510(k): bk050036, k230855 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes underfilled and/or had illegible print markings. There was no report of patient impact.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes underfilled and/or had illegible print markings. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; h.3 device eval by manufacturer? Yes; d9: returned to manufacturer on: 02-aug-2024. Investigation summary bd received 39 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for fm-ink, underfill, and package print fade off was observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of fm-ink, underfill, and package print fade off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm-ink, underfill, and package print fade off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.